Manufacturer narrative:
The endoscope was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the distal end of the endoscope's window assembly had mechanical damage. Damage to the window assembly resulted in subsequent major damage to the optical components and a damaged fiber optic. The reprocessing instructions for cleaning endoscopes specifically states: exercise care when cleaning and handling the distal end of the endoscope. Do not exert excessive force on distal windows and never clean with sharp objects or instruments the customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that the lens was found to be missing from 12mm 0 degree endoscope. No other information was provided.